Event description:
It was reported that the patient presented for an unrelated procedure. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited a failure to capture and low r-wave amplitudes. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.